Manufacturer narrative:
Age & weight: unknown, information not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Attempts have been made to obtain missing information; however, the account did not provide some of the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon observed something looked like a scratch or opacity on an intraocular lens (iol) during irrigation aspiration (I/a) and after implantation of iol. The surgeon tried to remove it with I/a, only to fail. The iol was removed during the same procedure and the surgeon changed the iol to a back-up lens (zcb00v). Procedure was completed successfully with the back-up lens. There was no patient injury. The product will be returned. Through follow-up, it was learned that the foreign material looked like it had adhered to the lens and the surgeon was not able to take it with I/a. There are no problems with patient's daily life. There was no medical or surgical interventions required. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section g2 report source added: company representative. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: may 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received loose inside of the original folding carton. Visual inspection under magnification revealed that the lens was received cut into four pieces (one piece missing). Further inspection under a white background revealed that there was not foreign material on the lens. Due to a lack of description and clinical information of the alleged foreign material, no further foreign materials evaluation could be performed. Therefore, the lens was evaluated for inclusions and cosmetic issues. The lens was cleaned and inspected with a black and white background. No inclusions or scratches could be identified on the lens. The complaint issue was not confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that although "g4" was addressed in the section h10 of the initial MDR; however, this field was still inadvertently populated with the PMA# p980040 which is incorrect as that field should have remained empty; therefore, this has information has been corrected in this supplemental MDR report. Also, in review, it was noted that the codes "3020" and "1120" were inadvertently entered in the section "h6 - medical device problem code" of the initial MDR report which are incorrect and were not required. The information has been corrected in this supplemental MDR report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.